Event description:
It was reported the patient presented for an aveir implant procedure. During implant, the leadless pacemaker was released without issue. Thirty seconds after the release, the leadless device dislodged from the tissue and traveled to the azygos vein. The device was successfully retrieved. Upon examination, the device helix was extended. Ultimately the physician decided that a leadless device was not acceptable for this patient and implant attempt was abandoned. The patient was stable.